Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump alarming air in line. Alarm acknowledged. Patient confirmed connectors were tight but does visualize air within the tubing. Troubleshooting could not be performed because all clamps were not accessible due to tape and patient did not want to mess with taped clamps. This event occurred at patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.